Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal left circumflex with heavy calcification and 90% stenosis. A 2.75x18 mm xience xpedition stent delivery system (sds) was advanced toward the target lesion and failed to cross, multiple times, due to resistance with an unspecified introducer sheath and an unspecified guide wire. The proximal shaft kinked but remained in one piece. Reportedly resistance was noted between the sds, the patient anatomy and a guide catheter during removal. Another xience sds was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The kink, difficult to position with the introducer sheath, and difficulty removing the device from the guiding catheter were able to be confirmed. The difficulty to position with the guide wire was unable to be confirmed. The difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.